Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy on (B)(6) 2026 with an eviva device that "needle worked for 2 samples. Needled started suctioning for a long time and suction device gave the "check" box flashing. Needle suction error. The needle lavage but would not biopsy anymore. Tested the needle out of the patient and it did the same thing." Customer outreach was performed, and they stated the procedure was "completed with another device." And "additional numbing" was required. No further information is available at this time.